Manufacturer narrative:
Device was received with pump error 130 alarm during rewinding due to corroded motor home switch. Unable to verify device test failed alarm due to pump error 130 alarm. Moisture damage found on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had pump error alarm. The customer's blood glucose was unknown. The customer stated that the reservoir was leak around septum. The insulin pump was exposed to insulin due to leak. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. The customer was assisted with performing displacement test and the test result was fail, insulin pump went straight into fill tubing. The troubleshooting was performed for the leak, pump error and fluid exposure. The insulin pump required replacement and revert to backup plan. Customer stated that the insulin pump was still showing full reservoir even it was without reservoir in it and was not pass displacement test. The insulin pump will be returned for analysis.